Event description:
Information received from the field does not address the patient's clinical status but notes that after the pocket was closed , atrial loss of capture and sensing were observed. During repositioning, the lead was damaged.